Event description:
Boston scientific received information that the patient was hospitalized for chest pain and upon interrogation, it was noted that the lead safety switch had tripped for the right ventricular (rv) lead due to high out of range pacing impedance measurements. Further evaluation found complete loss of capture at maximum outputs and no sensing. It was noted that the patient's presenting rhythm was atrial fibrillation with a ventricular response in the mid 40 bpm range. Review of the daily measurements showed a significant increase in the impedance measurement approximately nine days earlier. The patient stated that she did not feel lightheaded or dizzy and there had been no change in her daily routine. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.